Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female patient had a rash under her left breast. The rash was itchy and had no broken skin. The patient was advised to change and launder the device and garment on a more frequent basis. The patient's physician prescribed the patient an ointment to use on the rash. The medical outcome of the rash is unknown.